Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event: exact date is unknown. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Reporter is synthes sales representative. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reports following: it was reported that on an unknown date, the depth gauge, handle with quick coupling, two (2) hexagonal screwdriver, and dynamic hip system/dynamic condylar system guide shaft were tagged as broken in medical device reprocessing department (mdrd). There were no patient or procedure involvement. This report is for one (1) hexagonal screwdriver. This is report 5 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: visual inspection of the returned device performed at customer quality (cq) identified missing component, broken handle and a deformed distal tip. It was observed that the distal hexagonal screwdriver tip is malformed/stripped. Also, the holding sleeve component of the returned 314.02 small hexagonal screwdriver with holding sleeve assembly was not returned. A portion of the proximal phenolic material handle edge has broken/chipped off. Therefore, this complaint is confirmed for missing component and deformed tip and handle breakage which agrees with reported condition. DHR review: a review of the device history records was unable to be performed since the lot number is unknown. Document/specification review: the following design drawings were reviewed during this investigation. -small hexagonal screwdriver with holding sleeve assembly because no lot is etched on the returned device, it can be determined that it was manufactured before march 23, 1999. Screwdriver shaft component. Handle component. The small hexagonal screwdriver with holding sleeve [314.02(0)] is a common reusable trauma instrument, noted in multiple system technique guides including: small fragment. In each system, the driver is utilized to insert screws with 2.5mm hexagonal recesses. No product design issues or discrepancies were observed during this investigation. Dimensional inspection: a dimensional inspection relevant to the broken handle could not be performed due to the post manufacturing damage at location of tapered geometry. The hexagonal tip flat to flat width could not be accurately measured due to the post manufacturing deformation. The shaft diameter just proximal to the deformed hexagonal tip measured within specification per screwdriver shaft component design drawing. Material analysis: a review of the device history records was unable to be performed since the lot number was unknown. Therefore, a material confirmation for the phenolic handle from the time of manufacture could not be reviewed. Based on the returned device being over nineteen (19) years old, there is no indication that material properties have contributed to this complaint. Conclusion: a definitive root cause for the complaint condition could not be determined based on the provided information. It is possible that cumulative wear and rough handling for over nineteen (19) years of service have contributed. This complaint is confirmed for missing component and deformed distal tip and handle breakage. No product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.